Manufacturer narrative:
To date no product or data logs have been shared for analysis, though both are expected. A final medwatch will be submitted upon completion of the investigation.

Event description:
A patient admitted with cardiomyopathy needed his care escalated from an intra-aortic balloon pump (iabp) to the impella cp. On the second day of support, the team observed signs of hemolysis. Pump position was checked via echo and the team decided to further escalate the care with placement of ECMO. At this time they also infused blood products for the hemolysis. The amount of blood infused was not shared for the investigation. The following day the team explanted and placed a bivad.

Manufacturer narrative:
Since the original medwatch was filed, the product was returned. In house hemolysis testing and other investigative processes could be done. The pump was returned with clot on the pump housing. When the clot was removed the pump was run on the benchtop and passed in house hemolysis testing. The data logs were not returned for analysis. The clinical report did state that the pump was positioned in the papillary musculature and at the aortic valve, against recommendations. The root cause of the observed hemolysis was the combination of the malposition of the pump and the clot adhered to the pump. The failure mode will be monitored and trended.